Event description:
It has been reported to philips that one of the shields was hanging from the ceiling by the cables. No harm has been reported to philips. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. It was reported to philips that one of the shields was hanging from the ceiling; the hinge was broken and hanging by the cables. The cause of the issue was determined to be a normal wear issue. There was no service provided in this work order, and the service was requested to be cancelled as the part replacement will be done in another work order. No further information has been reported. The codes were updated based on the investigation outcome.